Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose and hospitalization. Customer experienced high blood glucose, low blood glucose, diabetic ketoacidosis and was hospitalized twice last year.

Manufacturer narrative:
The information provided in section b.4 date of this report, with the initial medwatch report was incorrect. The correct date has been provided with this report.